Manufacturer narrative:
.

Event description:
Additional information was received that the event reported was not vns related. Chest pain heart flutters. Start date of event was (B)(6) 2013. Device was off at the time related to being at or near end of battery life. The patient heart flutters were related to the patient having a low potassium level that caused a palpitation. No cardiac ischemia their chest pain resolved and was not vns related.

Event description:
It was reported that a vns patient reported that she was in the hospital with a heart attack 2 weeks ago. When questioned further, she reported that she just had chest pain. She stated that she has severe anxiety and her heart flutters sometimes. Good faith attempts are underway for further details about the reported event.